Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer woke up with a no delivery alarm. The patient's blood glucose at the time of incident was 500 mg/dl. The patient treated by changing her infusion set and programming an insulin pump bolus. Troubleshooting did not occur for the no delivery alarm. The insulin pump was not returned for analysis.